Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons on the pt's pump have been intermittently unresponsive for (B)(6). She stated that the pt now has to use the audio bolus button to deliver boluses. The family member noted that the keypad buttons spring back as expected when pressed. She denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that the pt wears the pump in his pocket.